Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely with noise on their right ventricular (rv) lead. It was noted that the noise was over-sensed resulting in pacing inhibition and the patient had unspecified symptoms. Furthermore, it was discovered that the rv lead had an insulation breach. Therefore, the physician elected to cap and replace the lead on (B)(6) 2021. There were no patient consequences.

Event description:
New information received notes that the patient experienced symptoms of dizziness and lightheadness and that the right ventricular (rv) lead insulation damage was discovered via visual examination.